Event description:
The customer reported "intubated the tube and tried to inflate cuff, but cuff pressure did not increase." The patient was re intubated."

Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.